Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's discharge nurse reported via phone call of customer's hospitalization for high blood glucose levels. The nurse states the customer needs reservoirs. The nurse states the customer is having financial issues and was hospitalized for hyperglycemia. The customer's blood glucose level at the time of emergency room visit was 572mg/dl. The customer was not sent out supplies, the nurse states they will contact their case manager and find out additional information. No further assistance was provided at this time.